Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled generator change. An interrogation was performed prior to procedure. Upon review, it was discovered that the right atrial lead exhibited sensing noise and inappropriate mode switch. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.